Manufacturer narrative:
Block e1: second physician: dr. (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire which is evidence of soft deployment. Microscopic examination was performed, and it was found that the capsule bottom part was damaged. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. During product analysis it was found that the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after microscopic examination, it was found that the capsule bottom part was damaged. Most likely during unpacking of the device, the clip was hit against a hard surface causing the damage on the capsule, lifting the locking tab, which function is to attach the clip to the bushing. Therefore, with this component lifted, there is not enough subjection between clip and the bushing, causing the reported event. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, when the clip was pushed out of the catheter, it was still attached, but it was nearly separated from the wire. The procedure was completed with another resolution clip device. The photo submitted by the customer showed that the clip assembly was limply hanging at the end of the catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, when the clip was pushed out of the catheter, it was still attached, but it was nearly separated from the wire. The procedure was completed with another resolution clip device. The photo submitted by the customer showed that the clip assembly was limply hanging at the end of the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: second physician: dr. (B)(6). Address 2: (B)(6).block h6: imdrf device code a150103 captures the reportable event of clip premature deployment with anatomical location of esophagus.